Event description:
It was reported that the system 6800 displayed "collimator error" and the image showed artifact in the form of spots on the display. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The collimator was calibrated and metal shavings were found within causing the image artifact. The system was tested and found to be working as intended and placed back into service.